Event description:
I had the realize band placed in 2010. Immediately after placement, I noticed something was wrong. I had trouble with it from the start. Constant pain, could not eat or drink anything, etc. After numerous doctors and test with diagnosis of multiple problems, I finally got it removed in 2016. The realize band damaged my vagus nerve causing paralysis of my stomach (gastroparesis).